Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, with a reading of 2.3 mmol/l. It was stated that the customer was not connected to the infusion set during the manual prime. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.